Manufacturer narrative:
The correct information has been provided with this report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that the insulin pump had sound was not working anymore. Customer's blood glucose level was unknown. Customer stated that they will be need to troubleshooting on insulin pump. The device will not be returned for analysis.